Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs determined possible carryover occurred during testing. Fs washed the architect probe which resolved the issue. There have been no further reports of discrepant results since the probe was washed. A review of the architect sn# (B)(4) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the architect sn# (B)(4). Correction: section d. Suspect medical device 11. Concomitant medical products. Edited from architect i2000sr analyzer list (B)(4) serial (B)(4) to architect total b-hcg list 07k78-30 lot 01177ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier: complete sid: (B)(6).

Event description:
The customer reported a false positive architect total b-hcg result on one patient. Results provided: (B)(6) 2019 sid (B)(6) = 4999.35 miu/ml / <1.2 miu/ml. No impact to patient management was reported.